Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user¿s primary caregiver reported that insulin delivery had stopped following a supply change. At approximately 2:30 pm pst, the user¿s secondary caregiver began a supply change but did not complete the ¿fill cannula¿ step. The ilet device subsequently delivered no insulin for about one hour. The primary caregiver discovered the incomplete setup and completed the fill cannula process at 2:55 pm pst.the patient¿s blood glucose (bg) peaked at 314 mg/dl but was trending down at the time of the call. The agent verified that no alarms or faults were present in the ilet logs and confirmed that bg levels were improving under the automated correction algorithm. The user and caregivers were advised that no additional action was required unless insulin delivery failed to resume, in which case another supply change should be performed. The event resolved without medical intervention.